Event description:
It was reported that, while transporting a patient, the cardiosave intra-aortic balloon pump (iabp) would not boot up during transport or in rescue configuration. After 5 minutes and several attempts made to boot up, the iabp started working. Then, during the flight , the iabp alarmed every few minutes with false ¿iab disconnected ¿ alarms. There was no patient injury, or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported event; however, the "iab disconnected" alarms generated were verified in the data logs. The iabp passed all calibration, functional and safety tests performed, was returned to customer, and cleared for clinical use.

Event description:
It was reported that, while transporting a patient, the cardiosave intra-aortic balloon pump (iabp) would not boot up during transport or in rescue configuration. After 5 minutes and several attempts made to boot up, the iabp started working. Then, during the flight, the iabp alarmed every few minutes with false ¿iab disconnected¿ alarms. There was no patient injury, or adverse event reported.

Manufacturer narrative:
.

Event description:
It was reported that, while transporting a patient, the cardiosave intra-aortic balloon pump (iabp) would not boot up during transport or in rescue configuration. After 5 minutes and several attempts made to boot up, the iabp started working. Then, during the flight , the iabp alarmed every few minutes with false ¿iab disconnected ¿ alarms. There was no patient injury, or adverse event reported.